Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.00 x 28 synergy¿ drug-eluting stent was implanted in the mid lad. Cross-over approached was performed. A 4.00 x 28 synergy¿ drug-eluting stent was advanced; however, resistance was encountered at the distal segment of the bifurcation of the left main trunk (lm). The device could not advance. The 4.00 x 28 synergy¿ stent was removed from the patient's body and the distal edge of the stent struts was noted to be stretched to the tip direction and was lifted. The support wire was tangled and resistance was encountered because the catheter became stuck with the wire. The devices were completely removed from the patient's body and the procedure was completed with a 4.00 x 28 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination found no issues with the profile of the inner wire lumen. The 0.014¿ guidewire was advanced with no difficulties experienced while loading or tracking the device over a 0.014" guide wire. There were several stent struts on the distal end that were stretched and bent. The outer diameter of the undamaged proximal end of the stent was measured and was within specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no issues with the hypotube profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.00 x 28 synergy¿ drug-eluting stent was implanted in the mid lad. Cross-over approached was performed. A 4.00 x 28 synergy¿ drug-eluting stent was advanced; however, resistance was encountered at the distal segment of the bifurcation of the left main trunk (lm). The device could not advance. The 4.00 x 28 synergy¿ stent was removed from the patient's body and the distal edge of the stent struts was noted to be stretched to the tip direction and was lifted. The support wire was tangled and resistance was encountered because the catheter became stuck with the wire. The devices were completely removed from the patient's body and the procedure was completed with a 4.00 x 28 synergy¿ stent. No patient complications were reported and the patient's status was good.